Manufacturer narrative:
(B)(4). Reported event was confirmed due to the review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient underwent an initial left total hip arthroplasty on (B)(6) 2013. During the procedure, there was a small crack in the greater trochanter while broaching with a size 20 broach. The fracture was stabilized with cerclage wires. No other finding related to the reported event was noted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent an initial left hip arthroplasty. During the procedure, the surgeon dictated that when broaching with a 20, there was a small crack in the greater trochanter. The trial was backed down to a 17, and a cerclage wire was placed. The final stem with placed without complication or further disruption of the fracture. No additional information.